Event description:
It was reported that "when attempting to insert the 3.5x10 self drilling screw into the plate it would not lock into place. The screw was removed and replaced with a 4.0x8 self tapping screw which seated correctly."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned screw does not present any abnormality that can explain the reported event. The locking ring seems to conform and properly lock in place. Functional inspection: no functional inspection was made. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: locking of anchor c diam.3.5mm self drilling 10mm, was reported not possible during surgery. The screw was returned, inspected and no anomaly was observed. Also no anomaly that could be associated with the event was reported during the manufacturing of this batch. The present event describes an impossibility to lock the screw which can be the consequence of an incorrect insertion path, similar to the events where the screw cannot be introduced fully. The cause of the reported event cannot be clearly identified.

Event description:
It was reported that "when attempting to insert the 3.5x10 self drilling screw into the plate it would not lock into place. The screw was removed and replaced with a 4.0x8 self tapping screw which seated correctly."